Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 1 mg/ml; 0.533mg/day and marcaine 24mg/ml; 12.8 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. The patient¿s weight and medical history was asked; it was unknown and will not be made available. It was reported the patient went in for a refill for fear that the pump would run out of drug. The patient had a refill yesterday ((B)(6) 2017) and reported at that time that they were ill and had diarrhea. On (B)(6) 2017 interventional radiology attempted a catheter access and was able to get about 1ml of fluid before they could no longer draw back anything but air. It was noted that they seemed to be pulling harder than what would be normal to attempt to withdraw cerebrospinal fluid. Also, 4 ml's of drug was withdrawn from the reservoir to test. The doctors were unsure of the reason that the patient was exhibiting these symptoms. The pump was decreased to minimum rate. Diagnostic tests were being run on the patient to determine the cause of his illness. It was unknown if any env ironmental/external/patient factors may have led or contributed to the issue. The issue was not resolved. Surgical intervention did not occur and was unknown if it was planned. Patient status was alive - with injury. The patient was admitted to the intensive care unit (ICU) with "total body spasms". The patient was currently intubated in the ICU at the hospital. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the hospital called the representative that day (B)(6) 2017 wanting clarification on the drug that was in the patient¿s pump and requested the pump to be shut off. The representative gave them the drug information and explained to them they couldn¿t shut the pump off, but that it was already in minimum rate mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
All previously reported patient codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-jul-11. It was reported that the patient began exhibiting sto mach-flu-like symptoms of vomiting, diarrhea, and nausea on (B)(6) 2017, and upon admission, the patient was still nauseous but walked himself into the facility and was coherent. A refill was performed without incident, and the nurse practitioner aspirated drug ba ck from the reservoir to confirm placement. It was confirmed that the patient started experiencing muscle spasms after the refill, and the patient's wife thought the patient may have had a seizure, though the patient did not lose consciousness. There was nothing in the patient's chart regarding the cap aspiration, and the patient was discharged on (B)(6) 2017. The patient's discharge diagnoses included muscle spasms, fevers, acute hypoxic muscle spasms, elevated ppl with afib, hld, depression with anxiety, hypokalemia, hypermatremia, hypertension, possible aspiration, chronic pain, gerd, and long qtc. It was believed that none of the reported symptoms, including the discharge diagnoses, were related to the device or therapy. Regarding the possible meningitis, no infectious etiology was discovered. All of the reported symptoms had resolved with the exception of a tremor in the patient's hand which had worsened at a follow-up appointment on (B)(6) 2017, and an unsteady gait which was normal for the patient. All of the reported symptoms were attributed to a sudden onset of parkinsonism, and were not related to the device or therapy. The pump was reportedly functioning without issue at the time of this update.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the managing hcp reported the cause of the difficulty aspirating the catheter access port (cap) was due to operator error. The pump was functioning normally. The interventional radiologist was unfamiliar with the device. It was unknown what diagnostics were performed related to the patient¿s symptoms. None of the patient¿s symptoms were thought to be related to the device or therapy. It was confirmed the patient did not have meningitis. The difficulty aspirating from the cap and patient¿s symptoms were both resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported they may be suspecting meningitis, but because of patient confidentiality, the hcps were not saying much. The representative stated the patient was experiencing full body spasms. The hcps were not totally ruling out the drug infusion system at that time per the representative. The representative stated the patient was already feeling ill at the pump refill and shortly after they ended up in the hospital. The representative stated the pump had to be refilled or it would have gone empty. The patient was currently in the ICU.